Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display was scratched and cannot read. Customer blood glucose reading was over 200 mg/dl. Customer also had low battery alert less than a week. Insulin pump will not be returning for analysis.